Event description:
The international customer reported the device would not power on. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the power supply. No patient involvement.